Manufacturer narrative:
Customer decline repair of battery.

Event description:
It was reported to philips that the device's battery is faulty. There was no reported patient involvement/adverse patient impact.